Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was recently hospitalized due to a virus. Blood glucose level at the time of admission was 1,498 mg/dl; customer was wearing the insulin pump at the time of the incident. The customer stated that he had been vomiting blood which was coming from his kidneys. Customer was transported to the hospital by paramedics. The customer reported that the insulin pump's motor may not be functioning properly and the act button sticks at times. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.